Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient involved in trauma a motor vehicle accident was implanted on (B)(6) 2014, and the surgery was completed. On (B)(6) 2014 surgeon determined revision exploratory surgery was needed due to possible neurological concerns. The patient was returned to the operating room, the plate, 2 screws and the synex cage were removed, and replaced. The surgeon completed the revision successfully. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As received condition of device was intact, no defects or damage. A synex with small endplates (part 495.318, lot 3784105), a 73mm titanium thoracolumbar spine locking plate (tslp) (part 489.474, lot 5847961) and two 5.5mm titanium cancellous locking screws of 28mm length (part 489.150, lot 6000293) were returned in conjunction with each other, these were returned because the surgeon stated that a revision exploratory surgery was necessary, and this device was explanted. The synex with small endplates (495.318) was received intact, with no signs of defects. A review of the most current versions of the drawings was performed. The global complaint history was reviewed and between january 2006 and may 2014 this is the only complaint in this category. The screws and the locking plate were returned intact with no signs of defects. A review of the most current versions of the drawings was performed and these designs and the materials used were found to be adequate for their intended applications. In conclusion, this is not a confirmed complaint, while this was explanted, there is no evidence that this device failed, and the design and materials are found to be adequate for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.